Event description:
During the surgical procedure, the large v-care balloon would not inflate. Surgery was delayed while a new one was obtained. There was no harm to the patient. Company representative was contacted regarding event on same day.

Event description:
During the surgical procedure, the large v-care balloon would not inflate. Surgery was delayed while a new one was obtained. There was no harm to the patient. Company representative was contacted regarding event on same day.